Event description:
Customer reported a current low blood glucose level at 50 mg/dl through a continuous glucose monitor. Low bg cause was not known. Customer intended to eat food as a treatment action to increase their glucose level and planned to monitor the situation personally.